Event description:
As reported by the user facility: underinfusion of chemotherapy solution: infused in 1.5 hrs instead of 1 hr. Chemotherapy hung at 11:30am: 250 ml to infuse over 1 hour. Nurse set up parameters in pump, after 1 hour more than half of solution left in bag, nurse increased rate of infusion. No patient injury.

Manufacturer narrative:
(B)(4). The actual device involved has been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).